Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/03/2024. An investigation was conducted on 01/07/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable and connector ends. An electrical evaluation was conducted using a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply did emit an audible beeping sound and the evh reference tool did not produce steam and heat. An engineering evaluation was conducted. A reference hemopro 2 device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh- 3010) was moved to the on position and the toggle on the handle of the vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy was being delivered to the reference hemopro 2 device. Wet gauze was placed between the jaws and there was visible steam. The reference hemopro 2 device was then connected to the same hemopro power supply (c-vh-3010), the same hemopro 2 adapter, and the complaint hemopro2 extension cable (onetrack 1155798). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy was being delivered to the reference hemopro 2 device. Wet gauze was placed between the jaws and there was visible steam. The complaint hemopro 2 extension cable passed the heat up test confirming that the extension cable is performing as intended and able to deliver energy. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that hemopro2 extension cable did not work at all. A new device was used to complete the procedure. There was no patient harm.